Manufacturer narrative:
No device return anticipated. Hospital is retaining the devices. Concomitant medical products: 142-36-93 - cocr fem head 36mm -3.5 offset 12/14, (B)(4), 186-01-52 - integrip cc, cluster 52mm, g2, (B)(4), 188-01-05 - wedge plasma x/o sz 5, (B)(4). Recall number: z-2118-2021. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 78 yo male patient, hip implanted on (B)(6) 2018, side unknown, underwent a revision procedure on (B)(6) 2021, approximately 4 years 11 months post the initial implant procedure for reasons unknown. The patient was last known to be in stable condition following the event. The device is not available for return as the hospital is retaining the devices.

Event description:
No additional information.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision has been reported to be due to the device recall; no other reason reported.